Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.